Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted the device without the clip assembly with evidence of full deployment and the control wire kinked. Microscopic inspection was performed, and it was observed that the bushing has hits. Dimensional test was performed, and the device was found within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter was confirmed. This problem might have occurred while deploying the device; it is likely that pliers were used to try to release the clip. However, these are only hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach for a bleeding ulcer during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the physician was closing a small lesion in the stomach after polyp resection. Using the first clip, the spring in the handle had fallen out and thus they could not open/close or deploy the clip. Then, a second clip was opened however it was difficult to deploy and ended up being removed from the patient before clip could be fully deployed onto the target tissue. The third clip used was the resolution 360 ultra clip which was already partially deployed upon removal from the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach for a bleeding ulcer during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the physician was closing a small lesion in the stomach after polyp resection. Using the first clip, the spring in the handle had fallen out and thus they could not open/close or deploy the clip. Then, a second clip was opened however it was difficult to deploy and ended up being removed from the patient before clip could be fully deployed onto the target tissue. The third clip used was the resolution 360 ultra clip which was already partially deployed upon removal from the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.